Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
While inserting the lead into the device header resistance was felt and a lead insulation thickness anomaly was suspected. The device was inserted into the header and all values were normal. The patient experienced no adverse consequences due to this event.